Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device without original packaging and a baxter bag with a known lot number were returned to the manufacturer from the customer and a physical evaluation was performed. During the analysis, the device was inspected and was found acceptable. The device was inspected and had no defects such as taper or thread damaged in the connector. In addition, the baxter connector was visually inspected, and no damages were found. The sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation, the alleged failure stated in the complaint was not confirmed. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient contact reported receiving an air detected in cassette alarm and a supply bag lines are blocked during dwell 5 of 5 of treatment. The patient contact also reported that a power fail recovery failed message was received during power up. The patient contact reported that treatment was cancelled during dwell 5 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact reported that the baxter bag became detached from the tubing set. The patient contact stated that the baxter bag was laying on the floor after becoming detached. The patient contact stated that they initially hung the baster bag on the side of the cart during setup of the treatment. The patient contact was advised to cancel the patient¿s treatment and follow up with their peritoneal dialysis registered nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact stated that the fluid leak occurred from the connection between the connector and the baxter bag. The patient contact stated that they tightened the connection during setup of the treatment, but the fluid leak still occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The connector used by the patient is available for return for physical evaluation by the manufacturer.